Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (charger not charging batteries) has been confirmed. Upon eval, liquid contamination was discovered inside of the charger. The root cause for the contamination cannot be positively determined, but was likely a result of liquid ingress. No adverse event resulted from the contamination on the board. The pt rec'd a replacement battery charger.

Event description:
An (B)(6) male pt's daughter contacted zoll customer support to report that the pt was unable to charge one of the batteries. It was also reported that the lights kept going out on the charger. The pt was issued a replacement battery charger.